Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer showered with the pump. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 166 mg/dl. After wiping the condensation away from the pump's speaker holes, the alarm cleared and insulin therapy resumed.